Event description:
Device history records (DHR) of the device reviewed. DHR did not show device was out of specification and had been reworked per work instruction specifications.

Event description:
Product analysis was performed on the generator returned. The reported ¿end of service and low battery¿ were confirmed in the pa lab; an open can measurement of the battery voltage determined that the battery was depleted. The end of service condition (battery depletion) was an expected event based upon the battery life calculation. The reported ¿failure to program¿ was duplicated in the pa lab and determined to be the result of battery depletion. Supply current pulsing was out-of-specification on the current automated post burn test. Analysis indicated that during manufacture of the generator, the r35 resistor (a selectable value resistor) could have been more optimally chosen. A lower value resistor would have more suitably centered the currents within their limits. After r35 was optimally reselected, the device performed according to functional specifications. The out-of-specification supply current pulsing could potentially be a contributing factor to the end of service condition; however, results of the battery longevity calculation indicated that the end-of-service condition was an expected event and after replacing the r35 resistor with a more optimal chosen one the device performed according to functional specification.